Manufacturer narrative:
The reported event is unconfirmed. No root cause could be found because the reported event was unconfirmed. Photo: received three (3) photo samples. Two (2) photo samples showcase an overview of all-silicone temp sensing foley catheter. Visual: received one (1) used all-silicone temp sensing foley catheter without original packaging. Visual inspection noted no obvious observations. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. The balloon was asymmetrical. Observed at 100:0. The balloon passively deflated in under two (2) minutes with no cuffing or leaks noted, returning 10ml of solution. This is within specification which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. A review of the device history record was not necessary due to the reported event being unconfirmed. The reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the foley catheter fell out of the patient after 1 hour of insertion and there was no balloon rupture. Upon inflating the balloon outside the body, the water leaked from the balloon. The lot number was unknown, but it was likely myhp0071 or myhv0730. Three cases occurred in quick succession (B)(4)). No abnormalities were detected with the balloon. No other abnormalities were found on the exterior. The outlet tube was cut, and the bag was discarded. Per investigator's notification received on 09apr2024, the foley catheter balloon was asymmetrical.

Event description:
It was reported that the foley catheter fell out of the patient after 1 hour of insertion and there was no balloon rupture. Upon inflating the balloon outside the body, the water leaked from the balloon. The lot number was unknown, but it was likely myhp0071 or myhv0730 and there were three cases that occurred in quick succession. No abnormalities were detected with the balloon. No other abnormalities were found on the exterior. The outlet tube was cut, and the bag was discarded.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a: through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.